Event description:
It was reported that experienced difficulty charging the ipg. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago from the date the manufacturer was made aware.